Event description:
Complaint alleged that the brakes were not working properly on this stretcher. Wheels would lock, but swivel free. No injury alleged.

Manufacturer narrative:
Technician found that the stretcher brakes were not working properly. Wheels will lock, but will swivel free. Replaced all for casters to resolve the issue.